Event description:
It was reported that difficulty removing a balloon occurred. A percutaneous coronary intervention (pci) was performed on a moderately calcified left main (lm) artery. Following pre-dilatation with an nc emerge balloon, a 5.00 x 24mm synergy megatron was advanced to the lm, and the balloon was inflated at 14 atmospheres. While removing the stent delivery system, difficulties removing the balloon occurred. The stent balloon was inflated and deflated a couple of times, pulled with force, and was removed. The procedure was completed successfully, and there was no patient harm.